Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, during a visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. The customer did not return the insertion needle unable to confirm the insertion needle anomaly.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 42 mg/dl. The customer stated that the sensor seemed fine, but the insulin pump kept alarming lost sensor. He stated that he did find the lost sensor and reconnect the old sensor also. He advised that he treated his low blood glucose with juice. He stated that the serter did not fire. He stated that the sensor cannula was flat against the skin and tape. He stated that while trying to use a new sensor, the sensor would not fire. He was advised to return the serter with the sensor inside. He was advised that the sensors would be replaced.